Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 500 instrument. Siemens reviewed instrument data. As per siemens instructions, the customer reviewed the integrity of the patient sample and retrieved an aliquot plate from waste a of the instrument to check the wells. The customer reported that multiple aliquot wells contained red cells. Siemens investigated the event and determined that the issue was consistent with sample integrity problem, which could affect assay signal. The cause of the discordant, falsely low bhcg result was due to a sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
A discordant, falsely low beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s), who questioned the result. On the next day, the sample was repeated on the same instrument, resulting higher. On (B)(6) 2018, the patient was redrawn and the new sample was run on an alternate instrument, resulting acceptably. The repeat result of 97 miu/ml was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bhcg result.